Event description:
During a gastrectomy procedure, the device center part of staple line had staple malformed at 1st firing (open shape). Another device was used to complete the case. No patient consequence.